Event description:
A (B)(6) year old male underwent an evar on (B)(6) 2013. The 1st physician placed a zenith flex main body and two zenith iliac leg grafts with spiral z-technology. The patient was transferred to the same hospital on (B)(6) 2013 and per review of a CT scan a type I distal endoleak on both iliacs was detected. They became more aneurismal and became larger. This seemed to case the sac to enlarge and become unstable. The sac had not ruptured but the patient was becoming unstable. The 2nd physician performed angio to see where the leak was. It was worse on left side. He coiled the left side internal iliac and extend past the aneurismal area. There was not enough room to seal before the internal iliac. First place another two zenith leg grafts to extended into the external iliac. Sealed the area and corrected the leak on that side. Next went to the right side and did another run. Showed a small leak again on that side. Did different views and planned to try and save the internal on that side. Had enough room to extend a long limb right to the internal iliac. Placed another iliac leg graft and extended right into the internal iliac artery. Ballooned both areas with a coda balloon and did runs from the top of the graft and retrograde. Did not see any leaks and sac was not filling. Patient seemed stable.

Manufacturer narrative:
Pt and device codes - endoleaks are labeled in the IFU. Event evaluation: still under investigation.